Manufacturer narrative:
The MFR did not receive explanted devices for review. The lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the pt admitted to hospital through emergency due to left hip pain on (B)(6) 2011. The pt had a revision surgery on (B)(6) 2011 and a tumor was found.